Event description:
It has been reported to philips that the system did not complete the boot up sequence. It froze at the 0:00 countdown screen. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. A field service engineer (fse) examined the system onsite and confirmed the reported problem. Upon troubleshooting, fse found dcps was defective. To resolve the problem, fse replaced dcps. After replacement of dcps, the system was restored to normal working order. The codes were updated based on the investigation outcome.